Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a patient with aortic stenosis, a pre-implant balloon dilation was performed due to calcification. The valve was implanted at a depth of 3 mm on the non-coronary cusp and left coronary cusp. Mild-moderate paravalvular leak was noted. A post-implant balloon dilation was performed using a non-medtronic balloon and guidewire; however, either the balloon or guidewire interacted with the implanted valve frame and caused the valve to dislodge towards the aorta. Subsequently, a second valve was attempted. Additionally, an aortic dissection was noted and treated with medical management. Per the physician, both the procedure and the valve contributed to the aortic dissection. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number: unknown; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} post dilation balloon balloon (non-medtronic device) guidewire (non-medtronic device). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329], product ID [d-evolutfx-2329], serial/lot (B)(6), use by date [2026-02-01], UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a second medtronic transcatheter valve was attempted but was unsuccessful. A third transcat heter valve was attempted to be implanted but was also unsuccessful because the system would not cross the dislodged valve. A non-medtronic transcatheter valve was subsequently implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that the first system, or second system contributed to the dissection. No additional adverse patient effects were reported.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329] product ID [d-evolutfx-2329] serial/lot [unknown] use by date [unknown] UDI [unknown]. Updated data: b5. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.